Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): upon analysis, no anomalies found.

Event description:
It was reported that the device was implanted two weeks prior to an epicardial lead implant procedure. During the lead implant procedure, blood was noted in the connector region, there was no biventricular pacing, and the ventricular sense (vs) to bi-ventricular (bv) markers could not be eliminated by a mode change or atrial ventricular (av) interval reprogramming. It was also noted that there was high right ventricular (rv) and left ventricular (lv) impedance with no measurable threshold and no device capture. The device was explanted and replaced. No patient complications have been reported as a result of this event.